Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that four fibers exhibited functional issues during prostate procedure. "Fiber short @ the metal tip end" was noted on the first fiber at less than 10,000 joules and less than 5 minutes expended. "Fiber short @ the metal tip end" was noted on the second fiber at "less than 10,000" joules used and "less than 5" minutes expended. "Fiber short @ the metal tip end" was noted on the third fiber at 4,000 joules used and 38 seconds expended. "Fiber short @ the metal tip end" was noted on the fourth fiber at less than 10,000 joules and less than 5 minutes expended. The fourth fiber was also utilized to complete the procedure. The tips (caps) of the four fibers were cleaned. No patient injury was reported. This report is for the fourth failed fiber.